Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urinary incontinence suspected to be due to urethral atrophy. The patient underwent a surgical procedure to have an additional larger cuff placed with the original components. There were no original components explanted. No patient complications were reported.